Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that 2 manufacturer's representatives came down to the healthcare providers office about 2 months ago because the patient was having some issues with neurostimulator (ins) reading. Caller stated the patient only had one lead implanted and was going to have the surgery re-done and put at least 2 leads I his back. Patient to follow-up with healthcare provider. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that they hadn't seen the patient since 2015. The hcp reported that they received a call from the patient's wife a few weeks ago stating the stimulator wasn't working. There was no future appointments or surgery scheduled. The hcp reported that they were supposed to contact them once they were ready to proceed. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) via the patient on (B)(6) 2019. During the procedure, when the existing lead was plugged into the battery, there wasn't a good connection. The non-working lead would be returned for analysis. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. They attempted to troubleshoot with the wireless external neurostimulator (wens). A replacement occurred. The issue was resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), product type: lead. Analysis of the lead ((B)(4)) found that all 8 conductors were broken 32.5 cm from the proximal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead. Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.